Event description:
A malfunction alarm with code "malf 16" was reported for a pump still under warranty, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced and confirmed the customer's shipping address. The customer was advised to use multiple daily injections (mdi) as backup therapy and instructed to put the pump in storage mode before returning it with a pre-paid label within 10 days, which the customer acknowledged.